Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported a 38-year-old patient requires a revision surgery for the removal of osteosynthesis hardware implanted on (B)(6) 2024, for a tibial pilon fracture. During the attempted removal of screws with damaged head recesses, the handle of the screwdriver fractured. Particles from the handle entered in the surgical wound, antibiotic prophylaxis made. The screw heads have been countersunk, and the shanks left in place.